Manufacturer narrative:
Event date is approximate. (B)(4).

Event description:
It was reported that a cougar wire detached in a patient while implanting a resolute integrity drug-eluting stent. The lesion was situated in the distal rca. It is unknown if the wire was inspected prior to use. It is reported that resistance was encountered while advancing the cougar wire. After stent implantation the wire caught on the stent struts and force was required to remove the wire. Part of the wire before the x-ray marker detached and remained in the patient. No injury reported, patient was observed for two days post procedure and later discharged.

Manufacturer narrative:
Cine image review: there is a very acute angulation of the very distal tip of the wire suggesting either that the tip exited the stent and turned acutely behind it and was consequently trapped, or the wire became stuck in the vessel wall, which may have included calcium, and became stuck. Once stuck the only option may have been to pull aggressively and consequently the shaft broke. It is suspected the force used was above the breaking strain of the proximal attachment in the wire shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.